Manufacturer narrative:
Two photos were shared by customer, showing a tego with internal blood residual inside. However, no physical damage or anomalies are observed (torn, dome, etc.) On the photos. Two used list #d1000, tego¿ connector, appx 0.05 ml were returned for evaluation. As received, there were no visible damages or anomalies observed, only an unknown solution inside one of the tego. No mating device was returned for evaluation. The tegos were leak and vacuum tested and the one with unknown solution inside failed the test. When the sample was dissembled a puncture and tear on seal was found. The customer's complaint can be confirmed. The probable cause was related the use of incompatible mating device such as a needle during use. The states: do not use needles, blunt cannulas, or luer caps on tego. A device history review could not be conducted because no lot number was identified.

Event description:
A tego® connector reportedly failed causing a large amount of air in blood line at the start of a patient's dialysis. There was some blood loss to the patient as the clinician was unable to flush back. Therapy was delayed due to the need to prime a new cartridge. The customer stated that there was no harm, and it was connected to the arterial line.